Manufacturer narrative:
The customer¿s reported complaint of pole clamps failing was not definitely confirmed since no product was returned for investigation. The issue is believed to be related to the helicoil installed too deep in the clamp hole. Previous supplier CAPA ((B)(4)) investigation have identified related issues caused by the improper assembly of the helicoil being installed too deep (greater than 0.060¿). This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported pole clamp failures during an assessment in biomed. No patient involvement was reported.